Event description:
An endurant iis bifurcated stent graft was implanted in the patient for the endovascular treatment of a 56mm abdominal aortic aneurysm . It was reported that during the index procedure, the stent graft was implanted in the intended position but the back -end wheel broke right when attempting to recapture the spindle in the tapered tip/sleeve . It was reported it appeared that the the suprarenal stents were automatically released and deployed . The delivery system of the bifurcate got stuck inside a 20f sentrant sheath. Almost all of the delivery system was likely to removed but 'above the spindle part' was not seen at all. So the physician removed the sheath-delivery system except the non mdt stiff wire. It was said that removing the sentrant and delivery system went well and there was no injury to the patient on imaging. It is not known if the sentrant sheath caused the delivery system to become stuck. Per the physician the cause of the event was the back-end wheel spitting in two pieces. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: three still images were received for analysis. The first image depicts an unidentified piece of biological matter in a discarded glove. No device can be observed. The second image depicts the distal portion of an endurant device. The proximal section of the taper tip, spindle tubing assembly and distal section of the graft cover can be observed. The graft cover appears to be retracted and bunching is visible to the graft cover. Blood is visible on the device. The third image depicts the proximal portion of an endurant device. Blood is visible on the handle of the device. Both halves of the wheel appear to have separated, and are being held in a hand. No other damage is visible to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with the back-end wheel broken off and detached into two pieces. One tab on the male wheel was broken. Bunching and deformation were visible to the distal section of the graft cover. No damage was observed to the handle or remainder of the device. The reported detachment was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.